Event description:
This male pt had the tip of his glans accidentally amputated in the course of a circumcision using a mogen clamp. He bled for quite a while, but did not require transfusion. The amputated tip was not found. The pediatricians performing the circumcision - an experienced pediatrician brought the pt in their car to the emergency room from the referring hospital. He was hospitalized overnight to observe for bleeding and urination and to be seen by a dr. He did urinate and did not have additional bleeding. Parents were told the prognosis was good. He was discharged the next morning. This complication has been reported for the mogen clamp.